Event description:
A report was received stating the listed device was found leaking while in use with a pt. No adverse health effects occurred. Add'l info has been requested. None is available at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.